Event description:
The user reported that during an ivc filter removal from a mildly tortuous ivc, a marker band come off the retrieval device catheter and became lodged in a lumbar vein. The physician attempted to retrieve the marker band without success. The marker band appeared to have occluded a lumbar vein. No further harm or injury to the patient was reported.

Manufacturer narrative:
The device has not been returned for evaluation. A follow up report will be submitted when the evaluation is complete.